Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and the reported condition that the craniotome footplate was bent was not confirmed. Therefore, assignable root cause was not determined. However, it was determined that the nose tube was bent/damaged, the locking mechanism was bent/stuck, the cutter could not be inserted, and the device had vibration. It was further determined that the device failed pretest for visual assessment, cutter insertion assessment, lock operation assessment, and vibration assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the footplate of the craniotome device was bent. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in november of 2024 all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. Corresponding complaint device

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction h6: it was inadvertently reported that the reported condition of the crani-p-g1 footplate was bent was not confirmed. Please note that the investigation summary has been updated to confirmed. Updated investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed, and the reported condition that the craniotome footplate was bent was confirmed. An assessment was performed and it was determined that the nose tube was bent/damaged, the locking mechanism was stiff/stuck, the cutter could not be inserted, and the device had vibration. It was further determined that the device failed pretest for visual assessment, cutter insertion assessment, lock operation assessment, and vibration assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error.